Event description:
Surgeon was using tps saw when the sagittal blade broke off in jaws of tps handpiece; all three pieces recovered and removed from surgical field. The surgery continued using a different saw blade.